Event description:
A peritoneal dialysis (pd) patient caregiver contacted fresenius technical support to report that a liberty select cycler displayed a ¿m01-17 cannot teach pumps¿ error message during step two of setup. The patient was not connected during the issue. The heater bag cone was not broken, the heater bag tubing was not kinked, and the red clamp was closed. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternative treatment option was not available. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided. Should additional information become available, the file will be updated accordingly. Upon physical evaluation of the cycler by the manufacturer physical damage and a short circuit on integrated circuit 22 (ic22) on the input/ output (I/o) board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The teach pumps test failed due to damage on the optical sensor. An internal visual inspection of the returned cycler was performed and encountered physical damage and a short circuit on integrated circuit 22 (ic22) on the input/ output (I/o) board. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be physical damage and a short circuit on integrated circuit 22 (ic22) on the input/ output (I/o) board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient caregiver contacted fresenius technical support to report that a liberty select cycler displayed a ¿m01-17 cannot teach pumps¿ error message during step two of setup. The patient was not connected during the issue. The heater bag cone was not broken, the heater bag tubing was not kinked, and the red clamp was closed. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternative treatment option was not available. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided. Should additional information become available, the file will be updated accordingly. Upon physical evaluation of the cycler by the manufacturer physical damage and a short circuit on integrated circuit 22 (ic22) on the input/ output (I/o) board was identified.